Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation and crack/fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that a patient underwent a right total hip arthroplasty using stryker implants since I was able to see an operation report albeit redacted describing the operation. Root cause analysis: assuming that the event was a trunnionosis which resulted in a fractured stem, the root cause cannot be determined with certainty. The root causes of trunnionosis with stem fracture are multifactorial including surgical technique, especially in the way the trunnion and femoral head are prepared prior to insertion, adequate fixation of the femoral stem, so as to avoid "potting" the distal portion of the stem, patient factors including lifestyle, activity level and bmi, and implant factors. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. A review of the provided medical records by a clinical consultant indicated: "I can confirm that a patient underwent a right total hip arthroplasty using stryker implants since I was able to see an operation report albeit redacted describing the operation..'. 'Assuming that the event was a trunnionosis which resulted in a fractured stem, the root cause cannot be determined with certainty. The root causes of trunnionosis with stem fracture are multifactorial including surgical technique, especially in the way the trunnion and femoral head are prepared prior to insertion, adequate fixation of the femoral stem, so as to avoid "potting" the distal portion of the stem, patient factors including lifestyle, activity level and bmi, and implant factors..' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.